Manufacturer narrative:
Patient weight not available for reporting. This report is for an unknown lag screw. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a trochanteric fixation nail (tfn) removal of the left hip on (B)(6) 2017 for protrusion and irritation of the lag screw, the surgeon was able to get the locking mechanism out of the proximal end of the nail and while using the blade screw extractor to remove the lag screw the threaded tip snapped off. The surgeon tried to retrieve it but was unable and left it in the patient with the tfn. The original implant date is unknown. There was a total of an hour delay in surgery. The surgery was less than successful. This report addresses the unknown lag screw that protruded and caused irritation. The blade/screw extractor that broken intraoperatively is addressed in (B)(4). Concomitant devices reported: tfn nail (quantity 1). This report is for one (1) unknown lag screw. This is report 1 of 1 for (B)(4).